Event description:
It was reported the programmer is out of order. Followup information received indicates the screen was out of order, it gradually changed to white and then black while turning on the programmer. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device failed telemetry testing due to the cable being out of electrical specification. (B)(4).